Event description:
Olympus was informed that the customer endoeye flec deflectable videoscope was returned for service/repair for a reported ¿cloudy during surgery¿. The event occurred during operation. The equipment was replaced, and the procedure was completed. Upon inspecting and testing, the image is compromised/cloudy due to fluid invasion into the objective lens. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the image is compromised/cloudy due to fluid invasion into the objective lens. The image also has black dots. The control knob movement has excessive play due to anextended/stretched angle wire. The bending section cover has a cut. The adhesive is peeling off the free-engage lever screw. Portions of the bending section cover glue at the distal end is peeling or crack off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to water invasion from the venting connector, or foggy image due to stain on the objective lens. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.